Manufacturer narrative:
Manufacturer ref # (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: the healthcare professional reported that during an endovascular embolization, a 4.5mmd 28mml enterprise vascular reconstruction device (product code enc452800, lot number 9664726) was impeded in an unspecified microcatheter hub and could not advance any more. The doctor only retracted the stent alone, but the stent was found detached from the delivery wire after it was out of y connector. The doctor switched to a new stent to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. Additional event information received on 24-dec-2025 indicated that the microcatheter used was a prowler select plus 150/5cm (product code 606s255x, lot unknown). The tip of the introducer sat correctly in the rhv and microcatheter hub. The introducer was placed securely in the hub prior to attempting to advance the delivery wire. There were no procedure delays/prolongation due to the event. One photo is attached to the complaint file. The image captures one end of the introducer protruding from the protective hub, and the other end of the guide wire, the stent is not attached to the guidewire and not present in the image. No other damage was observed. The device was returned to j&j medtech for further evaluation. A non-sterile 4.5mmd 28mml enterprise vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and as described in the event, the stent was not attached to the delivery system, and it was not returned for evaluation. No appearance of damaged was observed. The delivery wire was subjected to dimensional analysis and those specifications that control the attachment and delivery of the stent were found within specifications. A device history record (DHR) was performed, and internal actions were identified. The customer complaint regarding a stent being automatically released was confirmed since the stent was noted as already separated from the delivery system; based on this condition, the issue regarding a stent being impeded in the distal end of the concomitant microcatheter cannot be evaluated through functional testing. The stent must be inside the introducer tube to perform the functional analysis. Additionally, none of the returned components present damages that suggest that they were forcibly advanced. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. The stent component might have gotten lost sometime during the post-operative handling of the device. If additional information or components are received at a later time, this investigation will be reassessed accordingly. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: - do not partially deploy the stent from the introducer. - do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. - confirm the tip of the delivery wire is entirely within the introducer. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref (B)(4). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. One photo is attached to the complaint file. The image captures one end of the introducer protruding from the protective hub, and the other end of the guide wire, the stent is not attached to the guidewire and not present in the image. No other damage was observed. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the lot 9664726. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The issue documented in the complaint regarding the stent being impeded in the microcatheter hub cannot be evaluated based on the photo provided. However, the issue reported regarding the stent being separated prematurely from the delivery wire was confirmed based on the detached condition noted on the stent. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no internal action is required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The healthcare professional reported that during an endovascular embolization, a 4.5mmd 28mml enterprise vascular reconstruction device (product code enc452800, lot number 9664726) was impeded in an unspecified microcatheter hub and could not advance any more. The doctor only retracted the stent alone, but the stent was found detached from the delivery wire after it was out of y connector. The doctor switched to a new stent to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. Additional event information received on 24-dec-2025 indicated that the microcatheter used was a prowler select plus 150/5cm (product code 606s255x, lot unknown). The tip of the introducer sat correctly in the rhv and microcatheter hub. The introducer was placed securely in the hub prior to attempting to advance the delivery wire. There were no procedure delays/prolongation due to the event.